Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of post procedural complication requiring hospitalization. Post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient returned to the hospital where the peg tube was placed due to a suspected air leak in the abdomen. The patient had a fever and elevated crp. The patient was transferred to another hospital where an x-ray and CT scan of the upper and lower abdomen was done revealing some bubbles in the abdomen. The fever subsided and the crp returned to normal levels.